Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was reprogrammed.

Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd; implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a syncopal episode. The patient has a lot of premature ventricular contractions (pvc) and there appeared to be some pvc double counting and oversensing of pvc t-wave. The patient develops a block when pacing is inhibited. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.